Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the sureform 45 reload involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer reported the tissue got stuck in the sureform 45 curved-tip stapler. The surgeon was firing a blue reload and the tissue got stuck in the track and there might be a stapler stuck or caught out in the tissue. No known impact or patient consequence was reported. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tissue was adhered to the instrument. A resection was being performed when the issue occurred. It is unknown how long the instrument was in use prior to the issue. The location of the tissue being caught was in the track where the blade goes. The tissue was released using a maryland bipolar forceps instrument. No bleeding was involved. No blood transfusions were administered. There was a short delay in the procedure. The patient's health was not affected by the issue. No long-term complications concern by the surgeon. No post op complications to the patient. The surgeon is unsure what caused the issue. The procedure was completed robotically.

Manufacturer narrative:
Failure analysis partially confirmed initial findings. The blade was not found to be rotated at its final position. The cover was removed and underside inspected. The knife appeared to be in the correct position, and the entire base could be seen through the shuttle. A closer inspection of the blade shows a staple tip is protruding above the knife. The reload was further disassembled and the lodged component was confirmed to be a broken staple. The staple likely became lodged around the knife during the firing. The blade was inspected and found with multiple mechanical indentations along the top half of the cutting edge. Cartridge damage was confirmed near the blade stopping point. It is likely that the staple was dragged into the knife track by the blade, resulting in a lack of retraction of the knife at the distal end. Damage to the blade, cartridge, and the lodged staple are likely related to firing across a previous staple line, which is attributed to the mishandling or misuse. The lodged staple and lack of knife retraction may have caused the tissue to become stuck during instrument removal; however, this cannot be confirmed.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 45 blue reload was analyzed and found the primary failure of blade rotation to be related to the customer reported complaint. The reload was found to have the blade rotated within the knife track. The blade was not exposed above the surface. There was also cartridge damage noted at the site of the rotated blade. The reload was found to have cartridge damage. The cartridge was damaged between the knife track at the site of the blade rotation. The complaint was confirmed by failure analysis. The root cause of the primary failure is not established. The probable root cause of reload damage is attributed to high firing torques, which can result from firing on challenging tissue (e.g., tissue condition) or hard objects (e.g., staples).